Manufacturer narrative:
(B)(4). The device was received for evaluation in an unopened pouch. Visual inspection revealed that there was some iodine in the sponge. The device was weighed, and the amount of iodine present in the device was found to be out of specification. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap, the sponge was found to contain inadequate iodine. There was no patient involvement. No additional information is available.